Manufacturer narrative:
The complainant indicated that the balloon catheter has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the extremely calcified and moderately tortuous mid right coronary artery (rca). The lesion was predilated with another MFR's balloon and the 3.0x15mm maverick2 balloon catheter was advanced to the lesion and inflated. However, the maverick2 balloon ruptured at 14 atms. The number of inflations and to what atms is unk. Another MFR's stent delivery system was then advanced to the rca and was implanted. A 4.0x15mm quantum maverick was used to post dilate the stent and complete the procedure successfully. No pt injuries or complications were reported. Pt status is listed as good.